Event description:
It was reported to st. Jude medical that the pt presented to the ep lab having experienced device shock. Upon interrogation, it was observed that the device was not completing the initial interrogation. Two warning messages were received; one indicating the device was past eri and the other, the device had reset. All attempts made to troubleshoot this event were unsuccessful. The decision was made to explant the device and return it in "dfo" so that the diagnostics are not cleared.